Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was within range (value not provided). Customer reported to have used infusion sets for more than 3 days.